Event description:
It was reported that the lead exhibited noise, and several automatic mode switch episodes were recorded. The noise was not reproducible. Atrial sensitivity was decreased.

Manufacturer narrative:
No medwatch form was received.